Manufacturer narrative:
Approximate age of device - 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was expired due withdrawal of care s/p stroke. Per vad coordinator, the device was operating as expected and will not be returned for evaluation. No additional information was provided.

Manufacturer narrative:
Investigation conclusion: a correlation between the reported stroke and the device cannot be conclusively determined. The heartmate ii IFU lists stroke as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.